Event description:
A pt svc rep (psr) contacted zoll customer support while attempting to fit a (B)(6) male pt to report that the battery charger would not power on properly. The pt was issued a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the power supply unit was defective. The cause of the inability to power on is the defective power supply unit. The root cause of the defective power supply unit cannot not be positively identified. No adverse event resulted from the defective power supply. The pt received a replacement battery charger.